Manufacturer narrative:
(B)(4). Two pictures were received for evaluation for catalog #1680, corr-a-flex tubing, (100 ft roll). From the pictures, it was observed that the problem reported is a contamination inside corrugated tube. A dimensional and functional inspection of the product involved int he complaint is not necessary since the product failure mode reported is visual. No DHR was reviewed since no lot number was provided. With the pictures provided the problem was identified as contamination inside corrugated tube. Foreign substance on the tube (possible degraded resin) was observed. The personnel from the production line of code 1680 were notified about this customer complaint. According with the investigation performed on the extrusion production line, the component part number 1680 was validated with a different resin under protocol # (B)(4) that was closed on (B)(4) 2013 and was reported into dhf-stc-00096. According to the engineering department this resin will help to avoid the degraded resin that accumulates on the die end that causes the possible issue reported. It is not possible to determine if this product was manufactured prior to the correction action since a lot number was not provided.

Event description:
The customer alleges that there were a few foreign substances inside the corrugated tubing.